Manufacturer narrative:
(B)(4). A device history record and service history review were performed and revealed no issues that would have caused or contributed to the reported death. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The cause of this death could not be determined. A review of the devices logs revealed no failure, malfunctions or episodes of increased intraperitoneal volume (iipv), which might have caused or contributed to the death. Visual inspection and functional testing were performed with no issues, failures, nor malfunctions which could have caused or contributed to the death.

Event description:
It was reported that a home patient that used a homechoice machine to perform peritoneal dialysis (pd) therapy died in the hospital. Cause of death was cardiac failure. The patient was not connected to the homechoice device at the time of death. It was unknown if an autopsy was performed. Additional information was requested, but is not available at this time.